Event description:
Pt had a synchromed implantable infusion pump implanted in 1997 for the treatment of intractable spasticity from a radiation induced spinal cord injury. Hcp reported that the pt had the device induced spinal cord injury. Hcp reported that the pt had the device explanted in 2001 due to "pump and catheter failure". A new pump was implanted in 2001. Hcp stated that when the pt presented for the post operative visit in late 06/2001, the pt was doing well, was experiencing increased relief of spasticity and the surgical incision site looked good. Final results of device analysis revealed motor gear shaft wear.